Event description:
It was reported that the device had high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number emdr01 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data was collected from the device and analyzed. Elective replacement indicator (eri) was caused by high battery impedance noted (B)(6) 2012 prior to explant. Ramware version 3 installed on (B)(6) 2011. High battery impedance resulted in eri. This device is part of the field action and has tested consistent with the field action.